Event description:
On the 4th day after the closure procedure, during the routine follow-up, a non-occlusive thrombus was detected using duplex ultrasound. The thrombus was approx 3cm in length and extended into the deep vein system from the saphenofemoral junction. The pt was asymptomatic and did not show any signs or complications related to the thrombus. The pt was hospitalized on the same day and placed on low molecular weight heparine (lovenox) and coumadin therapy.